Event description:
On june 20th we have been informed about an incident involving a skintact wr21 dispersive monitoring electrode at (B)(6) hospital, (B)(6), on (B)(6) 2012. The initial description of the incident stated: the "plate left blisters when removed from patient's leg following subtotal hysterectomy". The involved electrode was returned to us. It showed two detached pieces of skin left on the adhesive surface. Their sizes were 35x15mm and 35x10mm. They were positioned underneath the adhesive tape material of the involved electrode. No specific signs of a burn were visible on the involved electrode. No information was provided for the skin type, the cleaning and preparation of the skin, the medical history of the patient, the activation cycle used in the procedure, the generator model used, and the severity of the injury and how it was treated.

Manufacturer narrative:
This report is sent to the FDA as part of corrective action to an observation made during (B)(4) and concerns our complaint (B)(4). The device involved in the incident and the retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 2 retained samples. The adhesion force of the retained samples correspond to the adhesion values measured at the end of the production run. All samples were found to perform within limits. No faults could be detected. Despite of repeated requests, neither the questionnaire was completed nor photos of the injury have been made available to us. Therefore no conclusion can be drawn about the severity of the injuries, whether they had to be treated and whether they were caused by a burn or by a skin irritation or allergy.